Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation request has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. The lens remains implanted. (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an aab00 20.0 diopter lens was implanted in the patient's operative eye on (B)(6) 2018. The patient has been diabetic for 20 years, has mild non-proliferative diabetic retinopathy (npdr), and a disc suspect. The following findings were diagnosed at the patient's one day post-operative visit: diffuse iris pigments over the lens anterior surface with in-the-bag iol, a quiet anterior chamber, and best corrected visual acuity (bcva) of 6/9. The following finding were diagnosed at the patient's one month post-operative visit: diffuse iris pigments over the lens anterior surface and a bcva of 6/6. In addition, the patient complained of cloudy vision on this date of service. Visual acuity pre-operatively was (B)(6) and visual acuity one day post-operatively was (B)(6). Furthermore, the patient's one month post-operative visual acuity was 6/6 partial best corrected visual acuity (bcva). Reportedly, the lens remains implanted and there was no patient injury.

Manufacturer narrative:
Additional information was provided by the physician during a medical team discussion and review. The patient was examined (approximate day end of (B)(6) 2018). The physician observed faint pigments over the iol and it¿s not bothering the patient¿s vision. He also notes he has not had any similar occurrences in the past and he is unable to further in investigate the patient as he is not willing for a tuberculosis workup. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.